Event description:
The user facility reported to the distributor that when the peritoneal catheter was inserted a lateral perforation was noticed and csf leaked through it. No pt injury was reported but this was a potential risk factor for the pt undergoing surgery.